Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. Evaluation could not be performed because the device was discarded by customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during transnasal pituitary adenoma resection the tip of the burr broke off inside the tube while cutting. No remnants of the broken fragments left in the patient's body, no delay was reported as a consequence of the event and the procedure was completed using spare products without any delay. No patient impact was reported. Additional information was received stating that the tool has been discarded by the customer.